Event description:
It was reported that guide wire detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the vessel in the abdomen. A 150cm, 8cm v-18 control wire was advanced to cross the lesion. However, when trying to access a 22x20cm needle, the wire broke off. Another 150cm, 8cm v-18 control wire was advanced but the wire also broke off. No patient complications were reported and the patient status was okay.

Manufacturer narrative:
Updated: b1 - updated from product problem to adverse event and product problem. H1 - updated from malfunction to serious injury. Device evaluated by MFR.: the unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The distal tip of the device has the polymer tip peeled in some sections and the detached sections were not returned; some sections of the core wire were exposed. The distal tip was kinked. No more damages were found in the returned device. It was inspected according to procedure. Outer diameter of distal tip could not be performed due to device condition. Outer diameter of the middle of the device and the proximal section are within specifications. The device was measured according to the drawing. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guide wire detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the vessel in the abdomen. A 150cm, 8cm v-18 control wire was advanced to cross the lesion. However, when trying to access a 22x20cm needle, the wire broke off. Another 150cm, 8cm v-18 control wire was advanced but the wire also broke off. No patient complications were reported and the patient status was okay. It was further reported that the detached fragment was not retrieved.